Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8fr sheath after a carotid angioplasty procedure. Reportedly, after the proglide plunger was removed, the suture was noted to be cut. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported suture break was confirmed as a needle to cuff miss/suture retrieval issue. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: a proglide suture break was occurred.